Manufacturer narrative:
The ventilator was evaluated and the customer reported condition was confirmed. The touch frame printed circuit board (pcb) needs to be replaced.

Event description:
It was reported that the ventilator's touchscreen was not working. Patient involvement information was not provided by the customer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator's touchscreen was not working. Patient involvement information was not provided by the customer. A third party service provider inspected the device and confirmed the reported condition. To address the issue, the third party service provider replaced the touchscreen printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.